Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility.

Event description:
The jet channel is clogged. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.